Event description:
It was reported a power-on reset (por) occurred on the patient¿s device and it was successfully cleared. It was noted the por icon came up when recharging was attempted but it was cleared with the patient programmer and the battery charged to 100 percent. It was also stated the por occurred after the patient changed the time on their programmer. Reportedly, the patient regained therapy and there were no patient symptoms or injuries related to this event.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger.